Manufacturer narrative:
H3: received per litigation. No customer contact allowed.

Event description:
Plaintiff reports initial bilateral implantation on 11/15/76 with replacement on 8/27/84. Plaintiff alleges various ilnesses including, but not limited to, rash, night sweats, fever, dizziness, and joint pain.